Manufacturer narrative:
The unit was received with intermittent button response due to corroded keypad traces. No button error alarm was noted. There were also minor scratches on the lcd window and a cracked reservoir tube lip.(B)(4)

Event description:
Customer reported via phone call that his insulin pump alarmed with two button errors that he was able to clear, and now it seems like his pump no longer delivers insulin. The patient's blood glucose at the time of incident is unknown. The button error occurred when he was walking around a baseball game and attempted to bolus. The customer does not recall any significant events leading to the keypad issues. Troubleshooting was initiated for the button error alarm, and the customer was advised to discontinue use of the pump and revert to a back-up plan per health care provider's instruction. The insulin pump was returned for analysis and a replacement device was shipped to the customer.